Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Correction fields: b5, d8. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to wear of angle wire; expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown diagnostic procedure, the subject device scope communication error displayed when angulating down. There were no reports of patient harm.

Event description:
It was reported the subject device scope communication error displayed when shutting down. There were no reports of patient harm.

Manufacturer narrative:
E1 - (b))(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.